Event description:
Approximately 8 year(s), 11 month(s) and 16 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient continued to experience pain and decreased rom. CT scan demonstrated loosening behind the glenoid component with some cystic changes behind the glenoid. The patient underwent a standard total revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 1335778. 300-10-15 - equinoxe replicator plate 1.5mm o/s: 1539921. 300-20-02 - equinox square torque define screw drive kit: 1600508. 310-01-41 - equinoxe, humeral head short, 41mm (alpha): 1471035. 1400-a - cemex 40g rx kit: aa1691.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.